Event description:
The staff member donned a halyard medium duckbill that had recently been reprocessed using the battelle decontamination system. All guidelines with regard to decontaminated masks were followed. Upon donning the mask, the staff member reported the following symptoms: a cough, throat discomfort, and a red facial rash. These symptoms resolved upon removing the mask. Battelle decontamination. FDA safety report ID #: (B)(4).